Event description:
After the valve was delivered the 14fr edwards sheath was removed from the carotid artery. The proceduralists visualized the tip of the sheath was not fully intact. The small portion of the sheath tip that was missing was unfortunately not radiopaque, and the team was unable to find the piece outside of the body. It is unknown if the small piece of the sheath that was missing actually remained inside the patient or if it had come out during sheath removal and was simply unable to be found by the team. The missing piece was unable to be seen inside the patient on fluoroscopy.